Event description:
Additional information received identified that the infection was resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced infection at the ipg site. Reportedly, fluid was leaking out of the incision site. Patient was treated with antibiotics.